Event description:
The customer reported that the system would intermittently lock up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The cables and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.